Event description:
During device f/u on the (B)(6) 2012, a mode switch episode showing an intrinsic rhythm around 30 min-1 was found in device memory. An analysis is required to explain why the device allowed such a low rhythm.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united stated. Analysis is pending.